Event description:
Customer reported intermittent occlusion alarms there was no adverse impact on the customer's blood glucose level. Customer dealt with the problem by changing the cartridge and resuming insulin.